Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty advancing and stent damage occurred. A 12 x 3.00 promus premier select was used but was unable to advance to the target lesion. The device was removed and deformed stent struts were noticed. The stent struts did not appear to be in normal shape. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier select, mr, ous 3.00 x 12 mm stent delivery system was returned for analysis. Based on the potential root causes identified, the following attributes were examined: a visual examination of the stent found damage to the first proximal stent row with a stent strut lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty advancing and stent damage occurred. A 12 x 3.00 promus premier select was used but was unable to advance to the target lesion. The device was removed and deformed stent struts were noticed. The stent struts did not appear to be in normal shape. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. It was further reported that the 80% stenosed target lesion was located in the highly calcified and severely kinked right circumflex (rcx). The assessment for the cause of the event was due to stress angina.